Event description:
The reporter stated the surgeon implanted an 11.5mm icm115v4 implantable collamer lens on (B)(6) 2012 in pt¿s right eye. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated intraocular pressure. No other lens was implanted.

Manufacturer narrative:
(B)(4).